Event description:
Patient underwent primary left total hip arthroplasty in 2000. Patient reportedly returned to the emergency room in 2001 complaining of pain, with radiographs indicating acetabular component displaced with broken screw components. Patient returned to surgery in 2001 where acetabular components were removed and replaced.